Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated a complete lead was returned. The helix was extended, and there was dried blood noted in the helix mechanism. This lead failed the stylet insertion test and helix mechanism test due to the dried blood/fluid in the lead lumen. The initial allegations were not confirmed through analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. There was a decrease of atrial sensing, and increase of atrial impedance and threshold. The physician suspected twiddler's syndrome. This ra lead was explanted and replaced. There were no adverse patient effects reported.